Manufacturer narrative:
Estimated date. The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature attachment. Article title "iatrogenic atrial septal defect (iasd) after mitraclip system delivery: the key role of pao2/fio2 ratio in guiding post-procedural iasd closure."

Event description:
This is being filed to report the atrial septal defect requiring intervention. It was reported through a research article identifying mitraclip that may be related to an atrial septal defect (asd) requiring intervention. Post mitraclip implantation, the asd was treated with an amplatzer septal device. Details are listed in the attached article: iatrogenic atrial septal defect (iasd) after mitraclip system delivery: the key role of pao2/fio2 ratio in guiding post-procedural iasd closure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as lot and part numbers were not provided. Based on the available information, a cause for the reported atrial perforation could not be determined. The reported patient effect of atrial perforation is listed in the mitraclip system instructions for use and is a known possible complication of mitraclip procedures. The additional therapy/non-surgical treatment (pti) is the result of case-specific circumstances, as the amplatzer septal device was used to treat the reported issue. There is no indication of a product issue with respect to manufacture, design, or labeling.